Event description:
It was reported that the heart failure index for this patient was above the threshold with a value of 32 so the health care professional (hcp) requested a review of data from this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed the presenting electrogram (egm) and found possible right atrial (ra) lead loss of capture (loc) and sinus tachycardia with competitive ra pacing. It was noted that this may be due to a change in patient condition. Ts discussed troubleshooting and programming options. The hcp stated that this patient has not been contacted recently. No adverse patient effects were reported. Currently, this ICD system remains in service.